Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient implanted for postlaminectomy pain. It was reported that the patient¿s device was removed due to infection. It was noted tat the device was explanted 3 years ago. No further complications were reported or anticipated.